Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was no longer receiving auditory notifications from the pump. Tandem technical support assisted the customer with increasing the volume on the pump, however, auditory notifications were still not observed by the customer. The customer's blood glucose level was 99(mg/dl). Reportedly, the customer would use a backup pump as alternate insulin therapy.